Manufacturer narrative:
Additional information received; it was reported that the type ia endoleak was not related to an implanted medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system was returned loaded in the sentrant sheath with the cuff graft and the detached taper tip. Bunching was visible on the graft cover distal to the strain relief. Indentations and scratches were visible on the detached taper tip. The spindle sleeve was damaged. Deformation was evident to the spiral tubing and the stent stop. The suprarenal stents were entangled, deformed and pulled inside the graft material. The graft was partially bunched. The tip sentrant sheath was damaged with bunching visible along the mid-section. The reported deployment difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the cuff was implanted for the treatment of a type ia endoleak which was resolved during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff was planned to be implanted in a patient during an endovascular procedure. It was reported that during the procedure it was not possible to release the stent graft, despite following procedure. The distal part of the stent remained attached to the delivery system. The suprarenal stent was released, but the covered part remained blocked. It was reported the device then had to be removed through the introducer. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.